Event description:
The patient's mom/reporter claimed that the patient's blood glucose was elevated to 450 mg/dl while they had some air bubbles issues in the insulin cartridge and infusion set. The patient tested negative for ketones at the time of concern. Reportedly, the patient was not feeling well on the day of concern. His chest, back, head, and stomach was hurting. The patient's doctor advised the reporter to have the patient drink water and call back the next day. The patient has been on the animas pump for only 3 weeks. The reporter indicated that the patient's average blood glucose has been 250 mg/dl since the patient has been on pump treatment. His target blood glucose is 100 mg/dl to 140 mg/dl. His insulin regimen is still being adjusted by the healthcare provider. During the troubleshooting session, the animas representative provided instruction on how to removed and prevent air bubbles. This complaint is being reported as a malfunction due to the alleged air bubble issue in the cartridge. The patient did not have any symptoms, blood glucose reading, or medical intervention that meets animas criteria of a serious injury.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).